Manufacturer narrative:
The customer report that the lot number was 0061635073; however, this lot number is not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified IV access set cracked, resulting in a leak. It was not specified when in the process this event occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.